Event description:
A review of post-implant ctas found that the bifurcate is positioned just below the renal arteries. The ipsilateral limb and extension are placed into the right common iliac, and the contralateral limb is placed in the left common iliac. The maximum aaa diameter is 8.5cm. There is a possible distal type I endoleak from the left common iliac artery. There is minimal stent graft apposition; the stent graft od is approximately 15mm, and the iliac ID at this location is 19mm. Possible cause is disease progression; iliac artery dilatation. No type ii or other endoleak is seen. Both iliac limbs are patent. Earlier images were not provided to assess stent graft configuration at implant.

Manufacturer narrative:
Methods: films. Results, conclusion: disease progression; iliac artery dilatation.

Event description:
Additional information was received. A follow up CT scan showed signs of shrinkage of the residual aneurysm sack with no endoleak identified. The previously reported distal type I endoleak has self-resolved.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (endoleak), (insufficient information; cause is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 62 mm abdominal aortic aneurysm. It was reported that the 4-year follow-up CT revealed a distal type I endoleak on the left contralateral side. The maximum aneurysm diameter has increased to 82 mm. The investigator has assessed the endoleak to be device related but not procedure related. This event is a technical observation only; it has not resulted in hospitalization, secondary intervention, and is not life-threatening per the investigator's documented assessment. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information was received reported that the patient received treatment. The physician implanted a limb extension to resolve the distal type ib endoleak from the left limb and aaa rupture. No additional clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.